Manufacturer narrative:
This device is not available for sale in united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video colonoscope ec38-i10cf2 sn: (B)(4). In the event reported by the user, the user stated spot in image, bending rubber leaky and the device is completely water damage which was detected in the reprocessing room during inspection. There was no adverse event reported with this complaint. The device was received at pentax medical (B)(4) for further evaluation. No additional information provided.